Manufacturer narrative:
The associated complaint device was not returned for evaluation. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the head of screw drivers are stripped and won't tighten screws on cable. A 30min-1 hr delay was reported. No injuries shown. No back up available. No information presented.